Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider opened the compressor, crosschecked capacitor with a new one and found it faulty, installed a new capacitor and compressor and ventilator worked properly.

Event description:
It was reported that during set up the ventilator generated an air supply loss alarm. There was no patient involvement.